Event description:
It was reported that a patient alert was triggered due to high superior vena cava (svc) impedance, non-physiologic non-sustained ventricular tachycardia episodes and high short interval count observed in the right ventricular lead. It was further noted that a lead fracture was suspected. The lead was reprogrammed and the physician plans to replace the lead at a future date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. A proximal portion was received measuring 35 cm and a distal portion was received measuring 35 cm. Analysis revealed the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The proximal conductor, the exposed svc (superior vena cava) and rv (right ventricular) defibrillation coils of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that the lead was returned with severe explant damage. The analysis of the device memory indicated lead impedance out of range alert and the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Further analysis of the device memory indicated the impedance trend on the svc ( superior vena cava) defibrillation coil was variable and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Three non-sustained tachycardia episodes of less than 220 ms v-v cycle were recorded on (B)(6) 2012 and (B)(6) 2013. A 745 v-sic have occurred since (B)(6) 2012. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2012 and (B)(6) 2013. The maximum svc defib impedance rises and varies from an approximate baseline of 80 ohms to >120 ohms between the weeks ending (B)(6) 2012 and (B)(6) 2013. Concomitant products: d154vwc implantable cardioverter defibrillator (ICD) (B)(6) 2007. (B)(4).